Manufacturer narrative:
No devices were returned to the manufacturer for analysis. Other relevant device(s) are: product ID #: 9735772. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of procedure. It was reported that the cart-to-cart cable was damaged. The coating was worn out and the wires were exposed. The cable still works fine. There was no patient present when this issue was identified.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the rubber casing of the cable was broken open. The cable was replaced and the system then passed the system checkout and was found to be fully functional. Analysis on the returned cable resulted in an electrical failure when analyzed. Analysis states that the returned cable has a cut in the jacket, but no internal wires have been exposed. It passed continuity test with no opens or shorts. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database. If information is provided in the future, a supplemental report will be issued.